Manufacturer narrative:
The investigation is ongoing.

Event description:
The healthcare facility reported that during a left eye intraocular lens (iol) implantation a posterior capsule rupture occurred. Resistance was encountered while advancing the plunger, followed by a sudden release, resulting in rapid, uncontrolled lens delivery, the leading haptic contacted and ruptured the posterior capsule, and the lens was dislocated into the posterior segment. The lens was retrieved, brought into the anterior chamber, cut, and explanted. An anterior vitrectomy was performed, and a different model iol was successfully implanted. There was an increase in the surgical time.